Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5 mm x 20 mm x 142 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.